Event description:
Pd nurse reported that the pin in the pts transfer set became loose and fell onto the floor. Reportedly, the pt then picked it up and reinserted it. The pt developed peritonitis and was treated with antibiotics and is currently doing well. No sample is available for evaluation.